Manufacturer narrative:
Reported event of seal compromised. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was ¿opened and the product was kinked¿ upon receipt. According to the complaint, during preparation, it was noted that the seals on the packaging of the cre balloon was compromised. Reportedly, this device was not used in the patient or procedure.

Manufacturer narrative:
A visual examination of the complaint device revealed that the packaging was opened and the brochure envelope was present and intact. Analysis of the pouch showed that the packaging was opened from top right hand side to the middle of the packaging. The seal at the base of the pouch was intact. The balloon was in the wingfolded position and the catheter shaft was noted to be kinked. Based on the condition of the returned device, this failure likely occurred due to handling of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was ¿opened and the product was kinked¿ upon receipt. According to the complaint, during preparation, it was noted that the seals on the packaging of the cre balloon was compromised. Reportedly, this device was not used in the patient or procedure.